Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that an occlusion alarm occurred and after changing out the infusion set, the patient went to deliver a bolus to correct blood glucose (bg) of 185 mg/dl and found the insulin on board (iob) was still noted on the ezbg screen. Troubleshooting indicated that the iob had not finished counting down the iob from the previous bolus due to the occlusion alarm. Although there was no defect found related to the iob, the reporter stated she had lost faith in this pump. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the insulin on board calculation was suspended during an occlusion alarm on (B)(4) 2013. The alarm went unconfirmed for four hours. Once the alarm was confirmed, the pump resumed the insulin on board calculation, displaying the insulin on board that was remaining at the time that the alarm was emitted. During testing, the pump powered on normally and displayed the verify screen. The pump was primed and exercised successfully. The insulin on board was set for one hour and thirty minutes. A 10 unit bolus was performed and the insulin on board program displayed the correct insulin units remaining before and after the bolus. The pump was opened and no damage was found to the internal circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.